Event description:
Pt was undergoing an arthroscopic shoulder surgery. The trocar was introduced into the soft tissue of the shoulder. The tip of the trocar broke off and remained in the pt. The team became aware of the incident when the scope was placed through the trocar and a piece of the trocar was noticed in the soft tissue area. The arthroscopic procedure was converted to an open cut-down procedure and with irrigation and suction, the fragment was removed.